Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. This investigation would be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter delivered numerous anti-tachycardia pacing and 16 tachy shocks due to episodes of atrial fibrillation with rapid ventricular response. No evidence of therapy exhaustion. No further information was provided regarding if corrective actions were taken. This device remains in service and no additional adverse patient effects were reported.